Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis left cylinder replaced due to a hole in the left cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis left cylinder replaced due to a hole in the left cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak/pressure tested and examined using a microscope. The cylinder had a hole from fatigue and wear at a fold closest to the distal end of the body. The damaged area was covered to identify the location of the inner leak. The outer tubing bulged which indicated that there was a fluid leak between the inner and outer tubing. Under microscope observation, the outer tubing of the proximal end and front tip was found to be worn down. The analysis identified the cylinder had a leak within the inner tubing where the outer tubing bulged against the fold which led to a hole of the distal end as reported in the events. Product analysis was able to confirm the reported the clinical observations.